Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was still folded but was loose and not tightly folded, indicating there was some pressure applied to the balloon. Functional testing was performed with an inflation device filled with water that was connected to the inflation device. The device was inflated; however, was unable to maintain constant pressure, as there was a leak coming from the balloon. Inspection of the balloon revealed that there was a 2mm longitudinal tear 3mm proximal of the edge of the distal markerband. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the failure to inflate, due to the balloon tear.

Event description:
Reportable based on device analysis completed on 21may2019. It was reported that inflation failure occurred. The 90% stenosed, 15mmx3.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation but would not inflate despite pressure applied. There were no visible pinhole noted on the balloon material. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed balloon torn longitudinal.